Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/08/2010, 01/14/2010, 01/15/2010, 01/18/2010, 01/22/2010, and 01/28/2010 by phone, fax, and mail. A completed questionnaire was received on 01/19/2010. (B) (4)

Event description:
A nurse reported four pts with capsular bag tears during intraocular lens (iol) implant surgery. The surgeon reported this pt had a rise in intraocular pressure on the day of surgery. An anterior chamber decompression was performed. When the pt returned on the first postoperative day, the iol was noted to have rotated nasally. The iol was repositioned. In a follow up, the surgeon reported the pt is improving. There are four medical device reports associated with this event. This report is for the first of four pts.